Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626 [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755 [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019; 21:155-158

Event description:
It was reported that the patient presented to the emergency room (ER) on (B)(6) 2026 with hyperglycemia. While wearing the pod for longer than 48 hours, the patient's blood glucose level reportedly reached 300 mg/dl despite administering bolus corrections. The patient reported continuing to wear the pod during the ER visit and until approximately 79.92 hours of wear. Reported symptoms included severe abdominal pain, nausea, and vomiting. Although the patient did not develop diabetic ketoacidosis (dka), early warning signs were noted, including the presence of ketones and protein in the urine. Treatment consisted of intravenous fluids and two doses of zofran for nausea. The patient also underwent blood work, abdominal x-rays, and CT scans during the evaluation. The patient was released the same day after spending several hours in the ER. The pod involved in the event was subsequently removed and discarded by the patient.